Event description:
It was reported that during an anterior cruciate ligament reconstruction, the loop of the tightrope snapped. Per complaint reporter, there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (fastthread screw). It was not necessary to do a second surgery. ***update (B)(4) 23-apr-2025. Further information was received that a second surgery was performed on (B)(6) 2025 to remove the tightrope button from the patient and to check the patient's acl was still in the femoral socket.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.